Manufacturer narrative:
Date of event: the exact date when the device performance issue began is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a fluid leak due to a tiny hole in the cylinders. A new tactra malleable penile prosthesis was implanted. No patient complications were reported.